Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens, model ar40e, was scratched when inserting into a female patient''s eye. An incision enlargement with sutures (number unknown) was performed but not a vitrectomy. No other information was provided.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was returned to the manufacturer for evaluation, however it was misplaced and therefore, a lens evaluation was not possible. A photo of the iol was provided and was evaluated. Only one half of lens with one haptic was observed. Viscoelastic lubricant was also observed on the lens making it visually impossible to observe any defect. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.